Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis. It was stated that the infusion set had been in place for six days prior to the event. Troubleshooting was performed and the insulin pump passed the required tests and the programming was correct. The reported blood glucose was 340 mg/dl.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.